Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed, all cubies in the drawer failed, and an error message indicating duplicate pocket detected was displayed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) removed the drawer and inspected the rear drawer components. All cable connections were reset. After reinstalling the drawer into the auxiliary chassis, the fse reconnected the pyxis bus cable. The station was then restarted, and the fse logged into administrative mode. The fse opened the hardware testing application and completed all required diagnostic testing. The escort logged into the station and confirmed access to medications in the previously failed storage space, with no further problems or issues observed at that time. The system functioned as intended after the field service engineer repaired the device.